Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion, which was reproduced during evaluation. A review of the event history log identified upstream occlusion. The cause was determined to be an ultrasonic sensor reading was out of the calibrated specification range. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. The event happened at biomed service department that found during testing. There was no patient involvement. No additional information is available.